Event description:
The customer is reporting the v60 is displaying no oxygen available alarm. The customer contacted product support and reported the v60 starts alarming no oxygen available after a few breaths when connected to wall oxygen. The customer has confirmed 55 psi wall oxygen inlet pressure. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
B4:17may2021. The customer reported that the unit was giving oxygen not available. The issue was discovered during setup for standby use not on a patient. The authorized service engineer (ase) evaluated the unit and confirmed the reported problem. The ase evaluated the unit and found oxygen hose connected to a "t" adapter between flow meter and wall oxygen plug. The ase found scotch tape covering the o2 hose connection port on "t" adapter and o2 hose threaded on to that port. The ase placed a direct to wall connection on hose and device passed air flow, o2 flow, o2 mixing tests. No alarms in patient mode at 100% 02. No product malfunction identified this is a user setup error.